Manufacturer narrative:
Serial #: unknown, not provided. Expiration date, complete catalog# and unique identifier (UDI#): unknown, because the serial number was not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Concomitant medical products: platinum cartridge and platinum inserter, lots unknown. Device manufacture date: unknown, because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was observed on an intraocular lens (iol) during insertion into the patient's eye. Reportedly, the lens was partially inserted and removed when the scratch was noticed. A similar amo lens was used to complete the procedure. No incision enlargement, no vitrectomy was performed, no suture was used and no patient injury was reported. Additional information was received and the account commented that the lens was correctly loaded into the cartridge by an experienced technician. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.